Event description:
On (B)(6) 2013, the pt reported the infusion device display is shattered and has a black smudge. She reported to top layer that she can touch is not damaged, but it appears the piece underneath is shattered. The correct type of battery is used in the infusion device. She removed the battery, and the black smudge was still on the display. The damage is in the area that displays the insulin delivery amounts. The infusion device was not dropped on a hard surface. The infusion device was replaced and requested for eval. No physiological effects were reported. The she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to misuse of the product. Result the display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to misuse of the product by the customer.